Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had series of falls which resulted in the electrodes no longer functioning. Patient did not want to have electrode revised and would rather have device and lead removed entirely. Ins and lead was explanted successfully.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 14-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.